Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 549 mg/dl at the time of admission. The customer reported experienced nausea, headache, thirst and dizziness from their blood glucose. Customer stated they attempted to treat the blood glucose with manual injections. The customer also reported they were hospitalized due to a urinary tract infection. Customer was treated with 7 units of insulin through IV at the hospital. Troubleshooting did not find any issues with the insulin pump. It was also found the customer did not have a bent cannula upon removal of their infusion set. The insulin pump also passed a high pressure test during troubleshooting. Customer was advised the insulin pump was working as designed. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.